Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2013-11027. It was reported the patient stopped receiving effective stimulation due to the ipg migrating and the leads pulling out of the ipg header. As a result, the patient underwent surgical intervention on (B)(6) 2013. During the procedure, the doctor explanted and replaced the patient's ipg. The replacement ipg was only implanted for a few minutes. The procedure was abandoned and the replacement ipg was explanted because the pocket site was too big. Both ipg were discarded. On (B)(6) 2013, the patient was implanted with a replacement ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.